Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead exhibited high capture threshold of 7.5 v at 1 ms due to dislodgement. The lead was replaced.